Manufacturer narrative:
Implanted date - the exact date of implantation is unknown. It was reported to be the end of (B)(6) 2016. No evaluation possible at this time. The patient elected to keep the explanted arsenal set screw. The identifying lot number has not been provided and is unknown. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
A patient underwent revision surgery on (B)(6) 2017 to remove & replace the set screw located at the l3 lumbar vertebrae. Post-op x-rays taken during a scheduled visit on (B)(6) 2017 revealed the set screw had backed out of position. Revision surgery had previously been conducted in (B)(6) 2016 to replace the set screw located at the s1 which had popped off when the patient fell. The arsenal spinal fixation system was originally implanted in (B)(6) 2016.